Event description:
Information was received that the cadd solis hpca had air in line on the way to the patient with no alarms. No reported adverse effects.

Manufacturer narrative:
Device eval: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Review of the event history log showed the pump had a cassette locked info alarm and air in-line detected high alarm. Functional testing involved sensor testing and the reported issue could not be duplicated. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.